Manufacturer narrative:
Block h6: patient code e1405 captures the reportable event of dyspareunia. Patient code e1002 captures the reportable event of severe pain in lower abdomen. Patient code e2330 captures the reportable event of pain. Patient code e2006 captures the reportable event of extrusion. Patient code e1405 captures the reportable event of dyspareunia. Impact code f1901 captures the reportable event of hospitalized for 3 days. Impact code f1905 captures the reportable event of surgery at the timone hospital to remove the promontofixation prostheses.

Event description:
It was reported that an obtryx device was implanted during a procedure. After the implantation, the patient experienced dyspareunia and severe lower abdominal pain. On (B)(6) 2019, the patient discovered a large lump through her rectum and had difficulty with bowel movements, along with severe stomach pain. An MRI revealed a hole in the vaginal wall and a fistula between the rectum and vagina. Subsequently, on (B)(6) 2024, the patient presented with vaginal erosion related to the promontofixation sling placement. A granulomatous lesion was identified at the rectovaginal septum, infiltrating both the posterior vaginal wall and the anterior rectal wall. Examination also revealed a large vaginal fistulous orifice and partial discontinuity of the rectal mucosal plane. On (B)(6) 2024, the patient underwent surgery to remove the promontofixation prosthesis and stayed in the hospital for three days. During a follow-up check-up, it was found that the tot band showed an anomaly and needed removal. Since the band's implantation, the patient had discomfort, supra-pelvic pain, and pain in the left groin when walking, and also abstained from intimate relations. A new surgery to remove the tot strip, which caused vaginal wall erosion, was scheduled for (B)(6) 2025.